Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and dysmenorrhea. It was reported that following insertion the patient experienced pain, infection, recurrence, dyspareunia, vaginal scarring, and urinary problems. It was reported that the patient underwent sling revision on (B)(6) 2011. It was further reported that the patient underwent mesh implantation on (B)(6) 2012 due to recurrent stress urinary incontinence. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-25706. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 08/04/2016.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.